Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant evo stent graft was implanted in the endovascular treatment thoracic aortic aneurysm. It was reported that just under four years later a distal stent induced new entry (sine) tear was observed. This event is reported as asymptomatic and has not received any treatment and is under monitoring. Aneurysm enlargement was also noted. The site assessed the event as related to the device and not related to the procedure. No cause of the event was reported. No additional clinical sequelae were provided and the patient is being monitored.

Manufacturer narrative:
It was reported the reason the site assessed the event as having a possible relationship with the device is because the device can induce the sine, due to the force applicated to the aortic wall by the stent-graft itself; the lesion appeared just near the distal end of the stent-graft and the morphological aspect is typical of this kind of lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was reported the aneurysm enlarged from 33mm at the 1 month follow-up, to 41mm at the 48 month <(>&<)> 60 month follow-up. The sponsor assessed the event as not related to the procedure but related to the stent graft. It was said the event was unresolved at the time of discontinuation of study participation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.